Event description:
The device was used during a total abdominal hysterectomy procedure. The instrument was difficult to remove and the staples did not form properly, the surgeon manually manipulated the device free and completed the procedure by manual suture. No pt injury reported.